Event description:
It was reported that the pt had developed an infection following lead and generator replacement. The infection was present at both the generator and lead sites and the vns lead and generator were explanted on (B)(6) 2011 due to the infection and is believed to be related to the replacement surgery as per the physician. Follow-up with the site found that there were no note of any x-rays taken. The lead and generator were returned for analysis. Analysis of the lead has been completed and no anomalies were found that were not believed to be related to explant surgery.

Manufacturer narrative:
Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.